Event description:
It was reported that there were no rpm display. A rotablator rotational atherectomy system console kit was selected for use. During procedure, it was noted that there were no rpm display on the console. The procedure was not completed due to the event. No patient complications were reported.